Event description:
This reporter began to hang some IV fluids for this newly admitted patient, but noticed in the piv tubing chamber a possible oily solution. The tubing is ref 2420-0007. Tubing left at charge nurse desk for risk management to pick up on monday to assess. Grabbed a different piv tubing set to administer fluids to the patient. FDA safety report ID (B)(4).